Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in (B)(4) of touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, touch contamination occurred. On (B)(6) 2011, the patient experienced peritonitis. Treatment included vancomycin. The patient was retrained in pd therapy, therefore, the event of touch contamination resolved. The patient was recovering from peritonitis. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and was related to touch contamination. An opinion of causality was not provided for touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h18093 and h11h12146 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.